Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was attempted to be contacted regarding the audio loss safety notice. The customer was unable to be contacted and troubleshooting could not be completed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.